Event description:
Surgical procedure reconstruction, left anterior cruciate ligament was in progress. A 7x3mm screw was placed, as the screw was seated, the screwdriver broke inside the screw. Considerable effort was made to remove the screwdriver head. A screw removal set was used, the trephine was placed up into the cannulated hole of the screwdriver head. It was impacted into place. Trying to pull the screw out the screw removal head instrument broke off. The screwdriver head is still in the cannulated screw. The decision was made to leave it in place. If it falls out in the future it can be removed arthroscopically.